Event description:
The pt was implanted with an obtape transobturator sling. Subsequently, as reported by her attorney, the pt experienced serious bodily injuries, mental distress, physical pain and suffering, and permanent injury. No other info is available.